Manufacturer narrative:
The act and esc buttons did not respond due to unlock on lcd keypad connector. The buttons responded after locking lcd keypad connector. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify alarm due to button keypad anomaly. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed program alarm anomaly four times today, and that the device never prompted her to rewind. The customer's keypad became unresponsive as well. The patient's blood glucose at the time of the program alarm anomaly was 124 mg/dl. The customer did not have any keypad issues prior to the alarm. The self test could not be performed due to the keypad issue. The insulin pump will be returned and replaced.